Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s heating temperature varies greatly and unable to heat the needle. There was no patient injury and complication associated wit the event.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.